Manufacturer narrative:
A full review of the device history records for these devices has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. From a review of the patient's anatomy, the terminal aorta reduced in diameter distally from 17mm to 15mm over a length of 22mm. The IFU explicitly warns "placement of the implant in an aorta with a diameter of 18mm or less in the region of the gate can result in occlusion of the ipsilateral limb". The anatomy in this case carried a clear warning of the risk of ipsilateral limb occlusion.

Event description:
Original evar was performed (B)(6) 2016. The physician successfully completed the procedure with no issues. When the patient was followed up on (B)(6) 2016, the angiography revealed that an occlusion was present in the ipsilateral limb. The physician decided to perform a re-intervention that day by proceeding with a fem-fem bypass.